Event description:
It was reported that pump experienced malfunction with displayed malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, malfunction did not recur after reset, caller was advised that pump use could continue and to call back if malfunction returned, and caller acknowledged and understood instructions.